Manufacturer narrative:
Additional information: d10, h3 plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. The ups tracking number was verified and no information was found that the customer sent the sample. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak after opening the cassette door of their cycler and removing the cassette at the end of their pd treatment. The patient contact mentioned a low ultrafiltration at the end of the patients pd treatment. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The fluid did come in contact with the cycler. The patient contact was advised to discontinue the use of the cycler and follow up with the patient¿s peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. Upon follow up, the patient contact stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed. The patient contact confirmed that the patient completed their pd treatment and the event was discovered after treatment had ended. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient contact stated that the patient did have a low ultrafiltration of 434 on that particular day. The patient contact stated that normally their ultrafiltration is 800-1000. The patient contact stated that the patient¿s pdrn stated that the low ultrafiltration was not an issue. The patient contact stated that the days following the event the patient did not retain any fluid in their legs or fingers and the patient¿s blood pressure was normal. The patient contact stated that the patient did not have any problems after the event. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The liberty cycler set used by the patient is available for return for physical evaluation by the manufacturer. The cycler was returned to the manufacturer for physical evaluation. Additional information was requested; however, to date has not been provided.